Event description:
It was reported that "sheath advanced smoothly on super core wire. 14f manta device advanced over wire. Bypass tube would not fully engage into valve of sheath. Device became kinked in two areas. Advised it be removed and replaced. Second manta device used same lot number with no concerns. Deployed with hemostasis achieved."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "sheath advanced smoothly on super core wire. 14f manta device advanced over wire. Bypass tube would not fully engage into valve of sheath. Device became kinked in two areas. Advised it be removed and replaced. Second manta device used same lot number with no concerns. Deployed with hemostasis achieved."

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301556 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following the paravalvular leak closure, a 14f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter the hemostatic valve. Buckling and bending occurred to the bypass tube when resistance was met. The first 14f manta device and sheath were removed and a second 14f manta device and sheath (same lot number) were opened and deployed, achieving hemostasis. A CAPA was previously opened under teleflex quality system to address this issue. Based on the investigation, the root cause has been determined to be manufacturing related. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.